Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) reviewed the presenting and stated that there could be lv loc followed by lv pacing and recommended to have further evaluation in the clinic. This lead remains in service. No adverse patient effects were reported.